Event description:
It was reported that a smiths medical pump displayed a "no disposable pump won't run" alarm. One small bubble noted and patient not affected. Pump settings: res vol 43.4, rate 2.2, given 58.65.